Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient low flow alarm; however, a specific cause for the low flow alarm could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported vision loss as a recurrent stroke symptom could not be conclusively established through this evaluation. There was concern for thrombus following vision loss and a low flow alarm. A chest computed tomography angiography (cta) was performed that was negative for thrombus and normal. The patient¿s vision loss resolved and was thought to have been reoccurrence of previous stroke symptoms brought on by a driveline infection. The onset of the patient¿s driveline infection is addressed under manufacturer report number 2916596-2023-03441. Review of the submitted log files revealed a transient low flow alarm on (B)(6) 2023. Pulsatility index (pi) was elevated during the low flow alarm. The system appeared to be operating as intended at the stored patient speed, and there were no other notable events or alarms captured in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including stroke. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 of this document provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Onset driveline infection on (B)(6) 2023 is reported under MFR# 2916596-2023-03441. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted concerning for a possible thrombus. Log file review captured clusters of pulsatility index (pi) events as well as routine power source changes. The log also captured a transient low flow hazard event on (B)(6) 2023 at 1:38pm. Additional information stated that there were no changes to patient condition or anticoagulation status that may have contributed. Computed tomography angiography (cta) chest was done. The patient experienced vision loss and a low flow alarm. No thrombus was noted; the cta was normal. The patient had a recent infection and neurology. The patient had pain and drainage from driveline. The patient was treated with oral augmentin (amoxicillin-pot clavulanate) and oral ciprofloxacin. The infection resolved.